Event description:
It was reported that the patient was admitted to hospital for hip replacement. The patient was pacemaker dependent at 40 bpm in both chambers. Increased capture thresholds were observed. Magnet placement was advised during surgery. The clinical specialist was called in to increase the pacing rate after the surgery due to patients decreased blood pressure. The patient was found to be agitated and on oxygen. Intermittent loss of ventricular capture and high thresholds were observed. The device was reprogrammed but, intermittent loss of capture remained. The loss of capture became more frequent and the patient suffered a cardiac arrest. The patient was rescued and transferred to cvicu. It was reported that the patient arrested again in cvicu and expired.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.